Event description:
Customer's wife reported a motor error error on the insulin pump during a bolus. The blood glucose reading was 247 mg/dl. The insulin pump had not been exposed to a strong magnetic field or MRI. She stated that they were able to rewind the insulin pump. She also reported that the customer was in the hospital due to passing out. His blood glucose reading at the time was 300 mg/dl. She stated that they did not know why the blood pressure was so low. She also reported that they had received an alarm for a loose drive support cap. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to motor encoder signal out of phase. No alarms noted during testing. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.